Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history indicated that basal insulin ceased for a two hour time period. The history also indicated that no power interruptions or alarm conditions were associated with this event. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy and the alleged failure could not be duplicated.

Event description:
The pt experienced elevated blood glucose levels and reported that the pump ceased insulin delivery without an emitting an alarm.